Event description:
A patient reported blood glucose results of 146 mg/dl, and 113 mg/dl with a lifescan meter, performed within 10 minutes of each other. The customer service representative walked the patient through two consequtive control solution tests and both results fell outside the specified range. Test strips were replaced.